Manufacturer narrative:
After inspection of the affected handpiece, no defect/error was identified in the device.

Event description:
The handpiece was used with copious saline irrigation (40%) attached to surgical handpiece irrigation input. Side of handpiece (not bur) overheated and burned patients's face/lip during decoronating crown of tooth #18. Handpiece overheated to high level caused 2nd degree burn to patient along vermillion border and onto skin of chin. Copious saline irrigation was utilized/attached to handpiece; however, overheating was a result of overheating/malfunction of the body of the han.